Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain over the pump site. The pt had a revision on (B)(6) 2010 due to pump erosion through the skin. The pump was then explanted on (B)(6) 2010 due to infection. The medication in the pump was lioresal, concentration 2000 mcg/ml, dosage was 255 mcg/day.